Manufacturer narrative:
Analysis found the unit with a constant motion sensor test failure alarm during rewind due to the motor encoder out of phase. Analysis was unable to confirm compromised force sensor system alarm. Also, unable to perform displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm followed by a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.